Event description:
Balloon catheter fractured, separated.

Manufacturer narrative:
The report from the field indicated that: the pt was undergoing a procedure on a lesion in the tortuous proximal lad. The delivery system (ds) was advanced smoothly through a 6f xblad guide catheter, when about half way through a kink was noted in the guide catheter. The lesion was successfully crossed, and the site was predilated. A 2x10mm cutting balloon was also used because of vessel tortuosity. Upon attempting to deploy the stent, contrast was seen puffing out into the guide catheter, and the balloon did not inflate. The ds was withdrawn, and it was noted to have broken in half and completely separated in the middle. The entire guide catheter was then removed, and the other half of the ds was found lodged inside. The procedure was not complted. Another completion angiogram was taken revealing no plaque or dissections, and the physician decided there was no immediate need for the stent. There was no patient injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.